Event description:
Equashield spike tubing sa-ez/st, lot number: 2528327a, was going to be used to prepare a chemotherapy medication, however, upon removing from the package and about to use, the tubing portion of the product disconnected from the spike adaptor.